Event description:
It was reported that after the foley catheter was placed, while it was being managed in the 13th floor south ward, it came out on its own, and when sterile water was injected, it leaked at the junction of the funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.this report references a us equivalent device. The us UDI equivalent for this product number is used.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.